Event description:
Report 2 of 3. It was reported while using bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes one (1) tube underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 26-feb-2026. Investigation summary: bd received one sample for investigation, along with seven photos. Evaluation of the photos demonstrates underfill and no fill. The returned sample was already punctured, which made testing impossible. Additionally, a total of 20 retained samples underwent functional testing, and all samples drew correctly. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: draw volume. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 3: it was reported while using bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes one (1) tube underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.